Manufacturer narrative:
Approximate age of device ¿ 4 years and 4 months. The pump remains in use supporting the patient; however, a portion of the percutaneous lead was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that red heart alarms and pump stoppage events occurred when the patient was connected to the power module. The patient was asymptomatic. The manufacturer's technical services reviewed the x-ray image provided and stated that it showed a potential fracture near the distal end bend relief. During an onsite evaluation of the external percutaneous lead, technical services observed two areas of concern. One was near the distal end of the percutaneous lead and the other was approximately 6 inches from the exit site. A percutaneous lead distal end repair was performed per the customer¿s request. After the repair, technical services stated that they were unable to reproduce any alarms or short to shield conditions while connected to a grounded patient cable. The patient was upgraded from an epc system controller to a pocket system controller. A log file was downloaded after the repair indicated that there were currently no issues with the percutaneous lead. It was reported that the patient would be discharged on a grounded patient cable and the customer would continue to monitor for unusual events.

Event description:
It was reported that on (B)(6) 2016, the patient experienced a pump off alarm. The manufacturer's technical services reviewed the x-rays images of the internal portion of the percutaneous lead and they were unremarkable. External x-ray images between the exit site and the previous percutaneous lead repair site showed signs of wear and tear. A second percutaneous lead repair was completed on 03/18/2016.

Manufacturer narrative:
Following the first distal end percutaneous lead (lead) replacement on (B)(6) 2016, approximately 8 inches of the external portion/distal end of the lead was returned for evaluation. Electrical continuity testing of the first returned lead segment revealed that all wires were electrically intact. Upon removal of the bionate layer, severe breakdown of the metal braided shielding was observed along the entire length of the lead segment, which appeared consistent with almost 4.5 years of use. Visual inspection of the underlying wires found that the green wire was almost completely fractured adjacent to the terminus of the distal end bend relief. The observed wire damage appeared to be the result of fatigue due to repetitive movement of the lead in this area. If the exposed conductors of the green wire contacted the braided shield while the patient was operating on a tethered power source, such as the power module, the resulting electrical short to ground would have caused the reported pump stoppages and red heart alarms that had occurred prior to the first distal end lead replacement on (B)(6) 2016. Following the second distal end lead replacement, approximately 16.5 inches of the external portion/distal end of the lead was returned for evaluation. Electrical continuity testing of the second returned lead segment revealed that all wires were electrically intact. The outer layers of the previous replacement site were removed and the underlying wires were examined; the repair appeared unremarkable and all wires were found to be properly connected. Upon removal of the outer silicone sleeve and bionate layers of the lead, breakdown of the braided shield was observed on the proximal side of the replacement site. The underlying wires were examined under a microscope and no areas of compromised wire insulation or damage to the inner conductors were identified. The lead segment was suspended in a saline bath for high potential testing to check for current leakage through the each wire¿s insulation, and no areas of compromised insulation were identified. The evaluation of the second returned lead segment did not identify any issue that would have contributed to the report of low speed events and a pump stoppage following the first distal end lead replacement. Five x-ray images of the internal and external portions of the lead were submitted for review. The x-ray image of the external portion of the lead submitted prior to the first distal end lead replacement appeared to show that the lead was kinked and had potential breakdown of the braided shield in the approximate area of the terminus of the distal end bend relief. The x-ray images submitted following the first distal end lead replacement showed areas of potential breakdown of the braided shield on the proximal side of the replacement site. These findings were consistent with the evaluation findings of both returned lead segments. A system controller log file submitted following the first distal end lead replacement confirmed transient low speed events and one pump stoppage on (B)(6) 2016 while the system was connected to the power module. Approximately 3 seconds passed between the first recorded low speed event to the end of the pump stoppage based on the log file information. A slight elevation in pump power was recorded at the time of the events. Following these events, the pump speed immediately ramped back up to the fixed speed setting and the pump parameters returned to their baseline. No additional low speed events, pump stoppages or atypical alarms were captured in the remainder of the log file and the subsequent system controller log file submitted for routine review on 04/01/2016. The patient remains ongoing on lvad support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.